Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained elevated blood glucose around 300 mg/dl during a migraine and did not receive an expected high glucose alert from the ilet, with the user perceiving the alarms as not activating and seeking education on alarm behavior. Symptoms included migraine. Outcomes included self-management without outside assistance, medical intervention, or hospitalization, and glucose returning to range as the user felt better. Investigation included customer education and troubleshooting on the ilet high glucose alert threshold and duration. Investigation of this case revealed that the device¿s high glucose alert requires glucose to exceed 300 mg/dl for 90 minutes, and there was no evidence of device malfunction; the device functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was user not alerted due to device operating within specifications and event related to underlying condition.